Event description:
The pt was revised due to pain and swelling. The dr did a synovectomy and changed the poly. The dr expressed concern because dr found pits in the insert and the pt has another device of the same design in the other knee.